Event description:
In 2008, a clinical incident involving a super turbovac arthrowand was reported to arthrocare corp via medwatch provided by the food and drug administration and described as follows: "left shoulder arthroscopy, decompression, mini-rotator cuff repair. Pt sustained a burn from a reprocessed arthrocare sports medicine suction wand. That same day, the user facility was contacted to request the return of the device for investigation. The user facility will not release the wand for further investigation. One week later, the physician's office confirmed the pt has sustained a third degree burn approx 1cm by 2cm in size. The burn was treated with a topical ointment (silver sulfadiazine) and prescribed oral antibiotic (keflex).

Manufacturer narrative:
The user facility reported the device will not be returned for investigation. Since the device will not be returned and the original lot number of the device is not known, a complete investigation could not be performed. The instruction for use contains the following warning instructing the user not to resterilize the device: "the arthrowand is supplied sterile and intended for single use only. Do not clean, resterilize, or reuse the wand as this may result in product malfunction, failure, or pt injury and may expose the pt to the risk of transmitting infectious diseases".